Event description:
It was reported that the device was explanted, after an implant duration of zero days, due to a failed ring repair. No additional information has been provided.

Manufacturer narrative:
Device not returned.